Event description:
Pt reported that he experienced hyperglycemia of above 600 mg/dl and was positive for ketone bodies because the infusion device did not property provide an a1 cartridge low alert. Pt treated hyperglycemia with an insulin pen, and at 12:00 a.m., his blood glucose was 162 mg/dl and he was negative for ketone bodies. He reconnected the infusion device and had normal blood glucose at the time of the report. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.